Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: a curved opening on the radius and a flat crease. A leak test and microscopic analysis were performed which identified: one sharp opening on the radius, a valve crack and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, and one sharp opening on the radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.